Event description:
It was reported that balloon rupture occurred. A 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on unspecified inflation and atmosphere, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).